Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur, allowing the customer to continue using the pump. The caller was advised to contact support again if the issue arises in the future.